Event description:
During a drug eluting stenting treatment procedure, difficulty deflating and removing the balloon from the stent was encountered. The 80% stenotic lesion was located in the right coronary artery (rca). The physician predilated the lesion with a 3.5 x 12 mm maverick balloon at 5 atms. After predilation the physician successfully deployed a taxus express2 3.5 x 20 mm drug eluting stent at 9 atms. Upon withdrawal the physician felt the balloon was deflating slowly and sticking to the stent. The physician successfully removed the balloon by waiting longer than usual and using extra force. The physician was satisfied with the result and no patient injuries or complications were reported. Patient status is reported as "satisfactory/good".